Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty transformer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation and inspection, and the customer's reported problem has been confirmed; the device could not power up due to a faulty transformer. A deformed lamp socket and deteriorated lamp were also found during evaluation and inspection. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report that their halogen light source would not start up prior to a biliary tract exploration procedure. No patient or user harm has been reported, and the procedure was completed.